Manufacturer narrative:
The initial and rerun sample was collected via heal stick into a purple top capillary tube and run in open vial mode after mixing for 10 minutes on a rocker bed. It is unknown what collection device was used at the reference lab for the re-draw. The controls were run prior to the event and recovered within the specifications. The customer did not run controls or reproducibility after the event. On (B)(4) 2011, bec field service engineer (fse) verified the instrument, ran multiple reproducibility, and qc. All results were within the specifications. System was validated. Root cause for the erratic cbc results is unknown.

Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter act diff analyzer generated erratic hemoglobin (hgb) results on a new born heal stick sample without instrument generated flags. The erroneous results were not reported out of the laboratory. The patient was sent to a reference lab and re-drawn. The cbc results produced from the reference lab were considered correct. The results are shown in the attached file. There was no death, injury or change to patient treatment attributed to this event.